Event description:
The event is reported as: the customer alleges that the device is not nebulizing.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. It is unknown if the device was in use on a patient.